Manufacturer narrative:
(B)(4). Batch # p94c5v. Investigation summary the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, when the device was disassembled and it was found that there was a cracked internal component. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was not activated though the device was connected to the hand piece. The second device was used but the same event continued. The devices were not used for the patient. Gen11 was used. Another third device was used to complete the case. There were no adverse consequences to the patient.